Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to an infection and necrosis at the implant site. Re-implantation is planned; however, it is unknown if this has occurred as of the date of this report (B)(6) 2018.